Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that one month post port placement in the right internal jugular vein, the patient experienced skin redness near the insertion site in the right neck and pain. The current status of the patient is unknown.

Event description:
It was reported that approximately one year and three months post port placement in the right internal jugular vein, the patient experienced skin redness near the insertion site in the right neck and pain. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During visual evaluation, a circumferential split and a partial circumferential break were noted on the returned device. However, a separate record has been opened to capture the fracture in catheter. Therefore the identified fracture is not considered in this record in this way in order to not duplicate the count of the appropriate codes in our records. Furthermore, clinical conditions such as pain alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.